Manufacturer narrative:
Device manufacture date: "31-july-2026" should be removed and "20-aug-2023" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -9.0/+2.0/72 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on - (B)(6) 2023. The patient experienced lens rotation and refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.0/+2.0/72 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 the patient experienced a refractive surprise and lens rotation not associated with low vault. The lens remains implanted and the problem has been resolved. Additional information provided: "no surgical intervention will be planned. The patient will be monitored and will correct his residual refraction with glasses." The cause of the event is unknown. (B)(4).